Event description:
Reportedly stent was being used off label in the renal artery. During inflation of the balloon. The stent was deployed partially in the aorta and partially in the renal artery. Another balloon was used to flair open the section in the aorta. No pt complications.